Event description:
End user bought the meter one week ago at (B)(6) and has been a diabetic for a long time. Mhc sent out control solution that is not reading correctly: it is reading out of the control solution range.